Manufacturer narrative:
A product correction letter was issued on july 10, 2018 to all customers with alinity ci-series system control modules installed to inform them of the issues identified which may present a potential performance issue in alinity ci-series software version (B)(4). Abbott laboratories is releasing alinity ci-series software version (B)(4) to correct these issues. An abbott representative will schedule a mandatory upgrade of the alinity ci-series to software version (B)(4) per a technical service bulletin (tsb) for all impacted customers. The product correction letter provides the customer with necessary actions required until software version (B)(4) can be installed.

Event description:
Field service updated the alinity ci-series system control module, serial number (B)(4), to software version (B)(4) per the mandatory technical service bulletin on september 26, 2018. There was no impact to patient results or patient management.